Event description:
It was reported that during a stenting treatment procedure, the stent deployment failed. Vascular access was gained via the left femoral artery. The 6.0x180mm, 70% stenosed, concentric and progressive target lesion was located in the non-calcified right femoral artery. The 7x200x130 innova was advanced to the target lesion and 2cm of the stent was deployed with the thumbwheel. The pull grip was then used to complete deployment but significant resistance was uncounted. Deployment was attempted with the thumbwheel and resistance was again encountered. The physician attempted to open the device handle to deploy manually, but was unable to deploy the stent. The partially deployed stent was withdrawn from the patient. The procedure was completed with another device. No patient complications were reported. This product is only ous approved but it ts similar to an approved us device.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).